Event description:
U by kotex regular security tampon was removed after only 2 hours and appeared as if it had disintegrated, looked like a wad of wet paper. Believe parts did not come out. There is known recall for another u by kotex product. When I entered the lot and dept number in their site, this did not come up as a bad lot, but it matches the description of the defective product. Lot ac83566x, dept (B)(4). Is the product over-the-counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Date the person first started taking or using the product: (B)(6) 2019. Date the person stopped taking or using the product: (B)(6) 2019. Why was the person using the product? Menstrual cycle. 34 count, 17 regular, 17 super.